Event description:
It was reported that the tip of a height adjuster stripped during surgery. The procedure was completed using the instrument without reported patient impacts.

Manufacturer narrative:
The returned dorsal height adjuster was evaluated. Visual inspection found that the tip of the device was fractured and twisted in a clockwise manner consistent with screw insertion. There were no other signs of damage on the device. It is likely that the dorsal height adjuster was being used to drive a screw into the bone. It should be noted that the dorsal height adjuster is intended for minor manipulation of the screw height. As such, it is likely that the tip was damaged when the device was used as a screwdriver to drive the screw further into the bone exerting greater forces on the device than it is meant to withstand. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a height adjuster stripped during surgery. The procedure was completed using the instrument without reported patient impacts.